Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a (B)(6) female patient had hernia repair surgery on or about (B)(6), 2014. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2015 and was diagnosed with recurrent incisional hernia repair and intermittent bowel obstruction. On or about (B)(6) 2015, the underwent surgery to repair incarcerated small bowel, dissect the small bowel from the mesh, free up all the small bowel and adhesions, and lysis of adhesions. The strattice mesh was resected.

Manufacturer narrative:
Additional and/or corrected data: although a lot number was reported, the lot number is not valid; therefore the lot associated with this event remains unknown. No devices were returned for evaluation. The conclusion remains the same, based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on september 8, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp10023-185. No other information was reported. As reported in the initial: although a lot number was reported, the lot number is not valid, and the lot associated with this event remains unknown. No other information was reported. It was reported through a legal event that a 41 year old female patient had hernia repair surgery on or about on (B)(6) 2014. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about on (B)(6) 2015 and was diagnosed with recurrent incisional hernia repair and intermittent bowel obstruction. On or about on (B)(6) 2015, the underwent surgery to repair incarcerated small bowel, dissect the small bowel from the mesh, free up all the small bowel and adhesions, and lysis of adhesions. The strattice mesh was resected.